Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was partially extended and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to retract and extend. The measured full helix extension length was within specification. The cause of the reported event of helix mechanism issue was due to the helix clogged with blood/tissue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2021 for a lead implant procedure. During procedure, it was noted that the lead kept extracting itself from implant site which caused the lead to get caught on tissue. After multiple failed attempts to retract the lead, the physician explanted and replaced it with the new lead during the same procedure. The patient was in stable condition throughout.